Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: loss of pneumoperitoneum during major oncology laparoscopic surgery, after re-inflating balloon within 8-10. Resulted in additional port being opened in order to complete procedure safely. Surgery time was extended by a replacement port being introduced and the efforts in trying to resolve the initial loss of pneumoperitoneum. Item has been discarded, but same batch samples are available. Device was being used during tlh and at point of lymph node dissection the abdominal pressure was lost at the port site. The balloon ring would not reinflate and the balloon port was removed and a new similar device was opened and used. The procedure was completed without further issue. No adverse incident to the patient. No additional blood loss. Surgery was not extended by more than 30 minutes. Nothing fell into the patient.